Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon was due to leak of hot biopsy forceps and re-use of unipolar negative electrode plate. However, the root cause of the failure could not be specified. The event can be detected and prevented by following the instructions for use which state: "gif/cf-170 series operation manual provides warning at ¿high-frequency cauterization treatment¿. IFU of hot biopsy forceps includes the leak detection method at ¿immersion¿. IFU of hot biopsy forceps includes the preventive measures at ¿attaching the patient plate." Olympus will continue to monitor field performance for this device.

Event description:
Update received confirming the nurse had no permanent damage and the injured area has healed. The nurse did not undertake any treatment.

Event description:
The customer reported to olympus that when using colonovideoscope along with esg 100 knife in a therapeutic intestinal polypectomy the nurse experienced electric shock and injury to the left forearm near the wrist. The procedure was completed using the same device. The field service engineer visited the facility to inspect the devices and no fault was detected. There were no reports of any permanent damage or additional treatment required to treat the injury.

Manufacturer narrative:
An olympus field service engineer (fse) went onsite to inspect the device. The fse confirmed that no fault was detected in the devices. The device was returned to the repair center. On inspection no faults detected at the repair center as well. The device was then returned back to the customer. The customer thinks that the likely cause is the metal wire of the fd-1u-1 exposed, causing the electric shock. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.